Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the console had a black screen with cristal liquid issue. There was a signal quality/ noise/ artifact issue that was caused by configuration setup. The monitor was replaced.

Manufacturer narrative:
Section e1: reporter email was not available. Manufacturer's investigation conclusion: the reported event of the centrimag console¿s screen not displaying information was confirmed via the console¿s functional analysis. The returned centrimag console (serial number (B)(6)) was functionally tested at the european distribution center, and its screen was observed to be blank upon being powered on. The console was opened and inspected at a component level, and the display screen was observed to be physically damaged. Damage to the display screen could cause the screen to not display information as intended. The root cause of the reported event was determined to have been damage to the unit¿s display screen; however, the root cause of the damage was unable to be conclusively determined. Review of the device history record for centrimag 2nd gen. Primary console, serial number(B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.